Event description:
A tandem mobi cartridge alarm was reported during the cartridge load process. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported similar alarm issues with this pump. Technical support educated the caller to wait for prompts in the tandem mobi mobile app before removing or loading cartridges. The caller was instructed to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Although reloading the original cartridge was unsuccessful, the caller successfully loaded a new cartridge with technical support's guidance and resumed insulin therapy. The issue was resolved, and replacements for the wasted cartridges will be sent to the customer.